Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained. Customer¿s blood glucose level was 232 mg/dl.